Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient and event information.

Event description:
Related manufacturer reference numbers: 1627487-2022-00319, 3006705815-2022-00272, 1627487-2022-00321. It was reported that the patient underwent surgical intervention wherein both cervical and thoracic scs system were explanted on an unknown date. The physician stated the systems were explanted due to malfunction. No additional information is available. It is unknown which system contributed to the issue, therefore all products are being reported.

Manufacturer narrative:
The lead was returned cut and incomplete as a consequence of the explant procedure. Only 30.5cm of each terminal end was received. Visual inspection identified set screw marks on the electrode #9 of terminal end segment 1-8 but not segment 9-16. Both segments passed continuity testing on all channels. As the lead was returned incomplete, it could not be fully analyzed. It could not be determined if t contributed to the reported issue.